Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the left ventricle lead exhibited high capture thresholds. Chest x-ray revealed that the lead had dislodged. On (B)(6) 2021, the lead was repositioned. Patient was stable.